Event description:
Report was received from (B)(6) stating that the device was mislabeled. It is unk if the device was being used during surgery. It is unk if there were injuries. It is unk if medical intervention was reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).